Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-021602, and the reported event of respiratory failure could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(4) no product is available for investigation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure as an adverse event that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, the patient suffered from respiratory failure 5 days after implant. The patient continued tracheal intubation. Although the relationship between respiratory failure and the pump was low, it could not be denied as the patient had tachypnea due to pain in the mid-chest wound associated with the implantation of the lvad.